Event description:
Same problem and reporter as the following MFR report numbers, but separate events: 2183620-2011-00074. On (B)(6) 2011, physician was performing a diep procedure. It was reported that the wing jaw assembly of the 2.5 mm coupler would not stay in the anastomotic instrument. This occurred with two different 2.5mm coupler sing jaw assemblies (the first of the two devices is the subject of report (2183620-2011-00074). The physician ended up using a third coupler successfully. The pt is reported to be doing well.

Manufacturer narrative:
The coupler devices involved in the incident were not returned for eval, and therefore, functional testing could not be performed. According to the device history record, the devices met spec prior to market release. One hundred percent functional alignment testing is performed on each device and 100% visual inspection for broken or missing parts and pin alignment is performed on each assembly during the mfg process.